Event description:
It was reported that the pt has been experiencing noise with his implant and poor quality sound since 10 days with no benefit anymore. All external part were checked and exchanged, but the problem persists. Testing results of (B)(6) 2011 showed two short circuits. Deactivation of the affected electrodes did not improve. There is no accident or trauma known. The pt was reimplanted on (B)(6) 2011.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.